Event description:
Two ijig disposable instruments broke following impaction during total knee replacement surgery. The surgery was completed successfully.

Manufacturer narrative:
Two ijig disposable instruments broke following impaction during total knee replacement surgery. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.